Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical resection of colorectal cancer, the surgeon was able to press the green button, but the device could not be fired. The surgeon stopped using the devices and replaced both reload and handle to complete the case. There was no patient injury.